Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 58 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was supported by extra-corporeal membrane oxygenation (ECMO) prior to the cp being inserted, in addition to inotropes, vasopressors, and a vent for respiratory needs. The patient had a history of cardiac arrest, but no other history was shared. After 3 days of support the patient was observed to have signs of thrombocytopenia as all access sites were bleeding and the platelet count had dropped. They infused blood products back, stopped the heparin, and explanted and escalated to the impella 5.5 pump. Patient remains on the 5.5 pump now and has survived the harm.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.